Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
The customer reported a ventilator in which the touch screen had a calibration issue. There was no patient harm. The manufacturer's field service engineer confirmed the reported problem and replaced the touch screen assembly to address and correct this reported event.

Manufacturer narrative:
MFR received date 30 oct 2019. Date of report 08 nov 2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.